Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced ketoacidosis; went to diabetes ambulance on her own; received correction insulin and was released directly after. Caller reported this was the second time within three days; was able to self-treat with prior event. Caller and diabetes ambulance alleges accuracy of insulin delivery is incorrect. Requested return of the alleged device for evaluation and replacement was provided.